Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr submission reference number (B)(4). Device evaluation summary: upon receipt by mentor, the gel appeared clear. Foreign material was not observed within the device, though brown material and gel were observed on the shell surface. The device appears intact. Leak testing of the device, in accordance with mentor procedures, revealed no leakage sites. No anomalies were observed. Complaint was not confirmed. There is no evidence that there is any issue is related with manufacturing. Because pe was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Mentor is aware that, over time, gel-filled implants may rupture due to fluid leakage. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during daily routines such as vigorous exercise, athletics, routine manual massage and intimate physical contact, mechanical damage prior to or during surgery, closed capsulotomy, capsular contracture and origins which are simply unknown. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: suspected rupture. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr submission reference number (B)(4). It was reported that a (B)(6)-year-old caucasian female patient underwent primary breast augmentation with a 350cc mentor memorygel breast implant that was suspected to be ruptured after the she was in a car accident. As a result, the patient underwent bilateral removal and replacement with 350cc mentor memorygel breast implants (catalog # 3503504bc, s/n (B)(4) on the left, (B)(4) on the right) on (B)(6) 2018. On 10/11/2019, mentor became aware that psr submission reference numbers (B)(4) were duplicated. Any additional event information, if received, will be submitted under this report number.